Event description:
The facility reported a pump with a freeflow infusing error. It is unk when this condition occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.

Manufacturer narrative:
The reported condition of a device with a freeflow infusion error was not confirmed during product eval. No further action regarding this problem was deemed necessary. The pump was retested and returned to the customer within spec.